Manufacturer narrative:
(B)(4). The customer reported that the speaker was not functioning. The customer also reported that the speaker was replaced last year under fco86201157a. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the speaker was not functioning. No pt harm was reported.